Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: the black box shows evidence of short battery life, voltage drops and battery alarms following "por" events beginning on (B)(6) 2016. The pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery compartment cracks observed from thread area to case seal and below grip pad. Evidence of moisture contamination inside battery compartment. Base crack observed between case seal and keypad. Current draws are within specifications. A "battery life" issue was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture inside pump on transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).